Event description:
It was reported to philips that x-ray was stopped working. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a diagnosis was performed when the issue happened. The procedure was delayed about 20 minutes. The procedure was completed by restarting the system. The philips remote service engineer (rse) examined the system remotely and confirmed that the x-ray stopped being used. Following a study of the log file, rse discovered fluro storage not possible, image disk problem. Field service engineer (fse) visited onsite identified that an error occurred on the os disk of the front image processing pc (ip-pc). To resolve the issue, fse replaced the hdd bay, reinstalled the software. After replacing the hdd bay, the system was returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the procedure was delayed about 20 minutes, and the system is restarted. The procedure was completed by restarting the same allura system. This scenario includes that the system is restarted normally. Since the loss of motorized rotational resolved with normal restart and procedure is completed on same allura system, this event would not be reportable. The codes were updated based on the investigation outcome.